Manufacturer narrative:
The (B)(4) bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the maryland bipolar forceps instrument (pn# (B)(4). / lot# n11210322-0064) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument could not be removed from the cannula due to a broken instrument shaft at the distal end. At this time, it is unknown what caused the instrument shaft to break. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a maryland bipolar forceps instrument was installed on patient side manipulator 1 (psm1); however, it did not respond when in a bent position without holding any tissue inside the patient. When the surgeon used the surgeon side console master tool manipulators, the instrument would rotate but did not respond to any other motion. No errors or notifications were displayed. The customer attempted to remove the instrument for the first time; however, when the instrument release buttons were pressed, the instrument released from the sterile adapter but neither the carriage nor the instrument would come up or move out from the cannula. Further attempts were made with more force; however, the issue persisted. An attempt was made to use the emergency release kit which opened the instrument jaws, but this did not help to release the instrument from the arm. A recoverable fault was generated and recovered and after several attempts to release the instrument, surgeon decided to remove the instrument under direct visualization with trocar included. When the instrument came out with the trocar, it was observed that the shaft was broken and bent in at the distance of the distal part of the cannula. The cannula was visually examined and no apparent damage was observed. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken main tube at the distal end and no pieces appeared to be missing. The wrist assembly is no longer straight due to the damage. Common causes of the failure are typically attributed to mishandling / misuse. Damage during use may results from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. An additional observation not reported by site was the instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The housing was removed, and the grip cable was found to be loose at the clamping pulley. Loose cables are attributed to a loss of cable tension with the common cause attributed to a component failure.